Manufacturer narrative:
This product is not marketed in the us. Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a vticm5_13.2 , -11/1.5/151 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. Refractive surprise was noticed. The lens remains implanted.